Event description:
During terumo aortic fevar procedure, tourguide was used by an experienced proctor (for terumo, unknown name) and tourguide sheath detached itself from the blue handle. Spoke with the hcp and the cause of the event cannot be determined. Procedure continued with another sheath. Device returning.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.